Manufacturer narrative:
A ge service rep preformed an onsite investigation. The communication node was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and required a reboot to regain functionality. No pt or user injury was reported.